Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2017 from a healthcare professional via a company representative who reported that the pump was delivering morphine (20 mg/ml at 1.5 mg/day). The patient had moved and did not have a pain physician for a few months. In (B)(6), his pump ran out of medication for 3 weeks. There were no environmental, external, or patient factors that may have led or contributed to the issue. No diagnostics and/or troubleshooting were performed. The pump was replaced on (B)(6) 2017. The issue was resolved. The patient status was reported as ¿alive ¿ no injury¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported his prior pump was replaced because it ran dry twice and malfunctioned. The patient reported in early june it ran dry and malfunctioned the first time, and then in ¿october maybe¿ ran dry and malfunctioned the second time.

Event description:
Information was received from a patient who was receiving morphine at an unknown concentration and dosage via an implantable pump for non-malignant pain. On (B)(6) 2017, it was reported that the patient's pump ran dry and soon after "malfunctioned" in (B)(6) 2017. The patient reported that the pump would be replaced and requested their current pump's model and serial number. No symptoms were reported. No out of box failures were reported. No medical or therapy problems associated with small parts were reported. The patient provided their current address. No further complications were reported.